Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -7.5/1.5/167 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a different power lens due to refractive surprise. The exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).